Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unknown date she obtained results "higher than usual " however could not specify the results obtained. The patient manages her diabetes with an insulin pump. The patient reported that an unknown time after the alleged inaccuracy occurred she developed symptoms of "feeling cold and hot and legs were shaking" and that 30 minutes after the inaccuracy she self-treated with food or drink. During troubleshooting the cca noted that the unit of measure was set correctly and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious hypoglycemic event after the alleged meter issue occurred.